Manufacturer narrative:
H6: investigation summary bd received a 20 gauge insyte autoguard blood control unit from an unknown lot for evaluation. A review of the device history record could not be performed as the reported lot was unknown. Our quality engineer visually inspected the returned unit and observed a piece of black foreign matter present on the catheter tubing. Based off the visual inspection the engineer was able to verify the reported defect. A piece of the material was collected and sent for ftir analysis. The analysis could not obtain any spectral results indicating that this material was most likely metallic in nature. Due to the shape of the material it was determined that it was not likely to be man-made meaning the source was either a piece of equipment or some unknown origin. Unfortunately, a definitive root cause could not be determined but it if it came from the manufacturing equipment it most likely occurred during the packaging process.

Event description:
It was reported that black spots were found on the bd insyte¿ autoguard¿ bc shielded IV catheter. The following information was provided by the initial reporter, translated from japanese to english: "this is a report about foreign matter onto several products. Black spots were noticed on several products after unpacking.".

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that black spots were found on the bd insyte¿ autoguard¿ bc shielded IV catheter. The following information was provided by the initial reporter, translated from (B)(6) to english: "this is a report about foreign matter onto several products. Black spots were noticed on several products after unpacking."